Event description:
On 29 aug 2023, molteno ophthalmic ltd became aware of a reported adverse event for the molteno3 glaucoma drainage device, (B)(6). Date of implant was (B)(6) 2023. Patient details obtained indicate a post suprachoroidal hemorrhage occurred on (B)(6) 2023 in the patient's right eye due to the opening of the glaucoma tube and ligation suture. Consequence for the patient was loss of vision. The outcome anticipated by the surgeon was long-term poor vision. The initial report received indicated that two patients had experienced hypotony and loss of vision as a result of a molteno gdd implant. However, during follow up with the surgeon, only one patient details were provided. No indication of hypotony was included in these details. The patients pre-op pressure was 30mmhg in right eye. Post-op pressure ranged from 38 to 47mmhg on maximum topical medication.

Manufacturer narrative:
Adverse event without identified device or use problem. Known inherent risk of device. FDA report delayed due to initial incorrect assessment of this event as not reportable. (B)(4) . (Importer) and molteno ophthalmic ltd, (manufacturer) are subsidiaries of nova eye medical ltd.